Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was not taking ECG readings. They tried different cables and leads. No error messages displayed. Not in patient use. Investigation summary: the reported device, bsm-1733a / sn:(B)(6) was received. A physical inspection confirmed the model, serial number, and labels. During testing, the reported issue of not taking ECG readings could not be duplicated. The unit was connected to a simulator and appropriately simulated normal ECG waveforms for leads I, ii, iii, avr, avl, avf, v4, and v5. When simulating bradycardia and tachycardia, the displayed readings were accurate, and the unit alarmed appropriately. No errors or abnormalities observed after 24 hours of continuous monitoring. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not taking ECG readings. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not taking ECG readings. They tried different cables and leads. No error messages displayed. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not taking ECG readings. Not in patient use.